Event description:
The physician reports that the crystalens haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to remove and replace the damaged lens and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is excellent. Reference MDR #2031924-2010-00042.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the lens damage is related to injector use and loading error. (B) (4) sutures.